Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-45 implantable pacing lead (B)(6) 2000; 6949-58 implantable tachy lead (B)(6) 2005; 4194-78 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was early battery depletion due to high left ventricular output. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.